Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that prior to use, it was noted that the wake button was not functioning. During troubleshooting with tandem technical support, it was confirmed that the pump turns on when plugged into a power source. Customer's blood glucose level was 165 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.